Event description:
It was reported that during a routine checkup, it was found the there was no sensing on electrocardiogram (ECG). Further interrogation was done and undersensing with low impedance values was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: (B)(4): no anomalies found, however the outer insulation had a cosmetic depression, environmental stress cracking, and was covered in white substance, the distal conductor was kinked, delaminated, and covered in blood, and there was apparent explant damage; proximal segment returned and analyzed.